Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was broken and jammed. The customer attempted to reboot the station and recover the storage but was unable to resolve the issue. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.